Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-29 h.6. Investigation summary customer returned (13) 31gx5mm bd pen needles. Consumer reported the following: she is experiencing pain during injection, difficulty attaching some of the pen needles to her insulin pen, when she removes the pen needles from her insulin pen she notices the needle is bending, sometimes the pen needles leave a little blood at her injection site and little sores on her, stated sometimes during her injections the needle gets stuck in her skin but she is able to get it out. All 13 returned pen needles were examined, and it was observed that 11 samples were returned after use, and 2 samples were returned sealed/unused. The 11 used samples were examined, and the following was observed: - 2 pen needles with broken patient end (pe) cannulas - 5 pen needles with bent pe cannulas; 2 of these pen needles also exhibited bent non-patient end (npe) cannulas - 4 pen needles with straight pe and npe cannulas - all 11 pen needles with straight npe cannulas were able to attach/detach to a test pen injector properly microscopic examination of the two pen needles with a broken pe cannula revealed characteristics such as residual bends on the remaining pe cannula, and ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together these are all indicators of bending/re-straightening mode of failure. The 4 used pen needles with straight pe and npe cannulas and 2 unused pen needles were then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g: 0.0100¿- 0.0105¿): data: point (pe/npe) outer diameter (in) lube sample 1 good/good, 0.0103, good, sample 2 good/good, 0.0103, good, sample 3 good/good, 0.0103, good, sample 4 good/good, 0.0103 , good, sample 5 good/good, 0.0103, good, sample 6 good/good, 0.0103 , good, all 6 tested pen needles tested within specification. Since 11 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent pe and npe cannulas is user error when using the pen needles. If the user removes the cannula shield obliquely, or if they try to re-shield/re-cover the pen needle, the pe cannula may be bent during the shield removal/re-attaching process. Furthermore, if the user attaches the pen needle to the pen injector obliquely, the npe cannula may be bent and interfere with the threads, thus making it difficult to attach/detach the pen needle to the pen injector. Unable to perform a DHR review due to an unknown lot number. Based on the samples received the investigation bd was able to confirm the customer¿s indicated failure (broken pe cannula, bent pe cannula, bent npe cannula) h3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ pen needle was difficult to attach and was causing pain during injection. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported by the customer that she is experiencing pain during injection, difficulty attaching some of the pen needles to her insulin pen, when she removes the pen needles from her insulin pen she notices the needle is bending, sometimes the pen needles leave a little blood at her injection site and little sores on her, stated sometimes during her injections the needle gets stuck in her skin but she is able to get it out. Consumer reported pain during her injections with pen needles from current box. Stated she also has difficulty attaching some of the pen needles to her insulin pen. Stated when she removes the pen needles from her insulin pen she notices the needle is bending. Stated sometimes during her injections the needle gets stuck in her skin but she is able to get it out. No medical attention needed or received. Stated sometimes the pen needles leave a little blood at her injection site and little sores on her. Stated she is speaking with her doctor about switching to a different pen needle. Stated she has had these issues with about half of her current box. Stated she also had the same issues with a previous box of different pen needles, but she discarded that box and does not have the lot # or catalog # to provide.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was difficult to attach and was causing pain during injection. The following information was provided by the initial reporter: material no: unknown , batch no: unknown. It was reported by the customer that she is experiencing pain during injection, difficulty attaching some of the pen needles to her insulin pen, when she removes the pen needles from her insulin pen she notices the needle is bending, sometimes the pen needles leave a little blood at her injection site and little sores on her, stated sometimes during her injections the needle gets stuck in her skin but she is able to get it out. Consumer reported pain during her injections with pen needles from current box. Stated she also has difficulty attaching some of the pen needles to her insulin pen. Stated when she removes the pen needles from her insulin pen she notices the needle is bending. Stated sometimes during her injections the needle gets stuck in her skin but she is able to get it out. No medical attention needed or received. Stated sometimes the pen needles leave a little blood at her injection site and little sores on her. Stated she is speaking with her doctor about switching to a different pen needle. Stated she has had these issues with about half of her current box. Stated she also had the same issues with a previous box of different pen needles, but she discarded that box and does not have the lot # or catalog # to provide.